Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead integrity alert (lia) due to oversensing and noise. During the lead replacement the implantable cardioverter defibrillator (ICD) became bent where the clamps handled the device. The lead was partially explanted and replaced. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.